Manufacturer narrative:
We are awaiting device return. Once we have completed out investigation, a f/u report will be submitted. Date report submitted to FDA by manufacturer: 09/20/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.

Event description:
It was reported that during an ep procedure the user noticed some difficulties reading the temperature. Once the catheter was extracted some char on the distal electrode was observed. The tip of the catheter was clean. The catheter has been replaced with a new one and the procedure completed successfully without consequences to the pt.